Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection and evaluation, the customer's complaint reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head¿s had no image. The event occurred during preparation for use for a therapeutic laparoscopic procedure. The procedure was successfully completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
E1 address: (B)(6). Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.